Manufacturer narrative:
The device evaluation found foreign material in the jet tube or auxiliary jet channel. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the jet tube. There was no patient involvement.